Manufacturer narrative:
The manufacturer had previously reported the failure of the device's oxygen blending module. The device failed a step during testing. The tubing that connects to the oxygen blender module was observed to be pinched. The device's tubing was rerouted to address the issue.

Event description:
The manufacturer received information alleging a "o2 disconnect" alarm condition occurred. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue.